Event description:
The customer reported the device was in the storeroom where it was plugged in. The staff heard a loud noise and witnessed a flame coming from the storeroom. The device was sent for further evaluation. The device was received for evaluation. The power cable female plug was tested and there was a short between earth and neutral terminals. The device was opened to reveal secondary damage however it is evident that the source of the fire was the connection between the removal power cable and device male iec socket. No short circuit was found on the power supply pcb once removed from the device. The root cause is related to the cleaning of device. The device was found to meet specification.